Manufacturer narrative:
This report is for an unknown quantity of unknown synthes screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: streubel, pn., and cohen, ms. (2018), isolated partial intra-articular volar ulnar fractures of the distal radius: the tetrahedron variant, journal of hand surgery, vol. 44 (8), pages 699.e1-699.e10 (USA). The purpose of this study is to assess the clinical and radiographic outcomes of a series of patients with an isolated volar ulnar tetrahedron fracture of the distal radius. Between 2008 and 2013, a total of 7 patients (2 male and 5 female) with age ranged 33-66 years underwent a surgical treatment using a standard flexor carpi radialis (fcr) approach and volar ulnar approach. The initial fracture had been exposed through an fcr approach and fixed with a standard 2.4mm locking compression plate (lcp) distal radius volar column plate (synthes, paoli, pa). Routine clinical and radiographic follow-up occurred 2, 6 and 12 weeks after surgery. Patients were followed up for a minimum of 12 months after the index procedure. The following complications were reported as follows: a (B)(6) year old female patient subsequently underwent operative fixation due to fracture displacement. This report is for an unknown quantity of unknown synthes screws. This is report 2 of 2 for (B)(4).